Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported deflation issue is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter product that are cleared in the us. The pro code for the conquest pta dilatation catheter product is identified.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model cq7564j pta balloon dilatation catheter allegedly experienced difficult to deflate. This report was received from one source. One patient was involved with no reported patient injury. Age, weight, and gender was not provided.